Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2018 which performed as expected. Immucor technical support used a remote electronic connection method to assess the galileo echo instrument, used for the supplemental testing, on (B)(6) 2018. All of the expected (B)(6) test wells appeared as visually (B)(6), and the camera report was optimal. The internal immucor record tracking number is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen using panoscreen, when tested on (B)(6) 2018.